Event description:
It was reported, that this right ventricular (rv) lead exhibited noise. High amplitude and pacing inhibition greater than 2 seconds. The physician reported, that performing proactive maneuvers in clinic, which created additional noise. A technical service (ts) consultant provided recommendations for x-ray imaging, prior to lead replacement. Remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.